Manufacturer narrative:
(B)(6).

Event description:
The customer received error messages and questionable results from coaguchek xs meter serial number (B)(4). At 3:42 pm, the result was 4.8 inr. At 3:45 pm, the result was 5.1 inr. At 3:49 pm, the result was 6.3 inr. At 4:16 pm, the result was < 8.0 inr. The same finger was used for multiple tests. There was no allegation of an adverse event. The customer took double the dose of warfarin. The therapeutic range was 2.0-3.0 inr. The customer had no anemia, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no bleeding or bruising, and no changes in medication. The customer took three aspirins on (B)(6) 2018 and two tylenol on (B)(6) 2018 for arthritis and back pain. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.9 inr. Donor 1 hct: 43%. Donor 2 hct: 40%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr. Customer meter with customer strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.9 inr. Customer meter with customer strips: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. As the same finger was used many times and the customer took tylenol, these are potential causes for the discrepant inr values. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.